Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touch's position. The issue was found while the device was being serviced and was not in clinical use when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that there was a misalignment in the touch position. A calibration was performed; however, the issue was not resolved. The se replaced the touchscreen to resolve the issue. The touchscreen was return for analysis. The product investigation lab (pil) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found.